Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 350 mg/dl ((B)(4)) and 128 mg/dl (aviva #2 - serial number unknown) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system #1. (B)(4).